Event description:
The facility reported an infusion pump with a failure code 812:02. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information available.